Event description:
A journal article was reviewed which contained information regarding this lead. While removing the atrial lead due to infection, there was difficulty extracting the lead. While extracting the lead, "stronger traction caused the lead to break," and a segment of the lead remained in the patient. The patient remained on antibiotics for two weeks, after which a new implantable pacemaker system was implanted. The patient had an "uneventful" post implant course. Further investigation was conducted and the patient and device information has been included in this report. The lead was not returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: percutaneous removal of transvenous pacemaker leads using an extraction device. Med. J. Armed forces india. August 30 2013;69(3):291-293. Concomitant medical products: product ID sdr303u implantable pulse generator (ipg), iproduct ID 4092-58 implantable tachy lead. (B)(4).